Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a cystocele repair procedure on (B)(6) 2011. According to the physician, post-implantation, the patient presented with mesh exposure (specifics and date/s of onset unknown) and was prescribed estrogen cream for a few months. Reportedly, the patient underwent a mesh resection procedure a few months post-implantation, where the physician removed most of the exposed mesh. After the mesh resection procedure, the patient had a recurrence of the cystocele (date unknown). According to the physician, it is unknown if there was any medical intervention for the recurrent cystocele. However, as of - typo (B)(6) 2011, the patient's complications have resolved. Reportedly, the patient's current condition is unknown.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.